Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, noise was observed on this right ventricular (rv) lead. The noise was oversensed and resulted in pacing inhibition for less than 2 seconds of asystole. The lead was surgically abandoned and replaced. No adverse patient effects were reported.